Event description:
Customer reported that the t:slim x2 pump battery was not charging despite using the tandem charging cable and wall adapter, and attempting various troubleshooting steps. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.